Event description:
It was reported that a stuck guidewire, air in the device, tissue damage, and cerebral vascular accident occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter. During irrigation and prior to insertion into the patient, air bubbles were identified within the farawave catheter. It was anticipated the air bubbles would be flushed from the farawave catheter during continued irrigation prior to insertion. Difficulties were encountered advancing the unknown guidewire within the farawave catheter. After removal from the farawave catheter fragments of cardiac tissue were adhered to the guidewire. At the conclusion of the procedure the patient exhibited delayed emergence from anesthesia. Upon regaining consciousness, the patient presented weakness of the left arm, hand, and leg. The physician suspected a cerebral vascular accident had occurred. The patient remained under observation and demonstrated partial recovery of motor function.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.